Event description:
It was reported that during a laparoscopic appendectomy procedure, the first device did not work. The second device did not work however it injured the cecum. The tech assisting mentioned that staples did not deploy. It is unknown how the cecum was repaired. The current status of the patient is unknown. (B)(4). Additional information ahs been requested, no information has been received to date.

Event description:
It was reported that during a pleurectomy procedure, while trocar was in patient the trocar broke. When surgeon removed the broken trocar and examined it, a small piece was unable to be found. The surgeon is suspicious that it could be lost within the patient. The surgeon has reported it as an incident and explained to the patient what has occurred. The surgeon has kept the trocar. The condition of the patient immediately following the event was stable.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Batch # g5z166, exp date: 03/29/20105; firing trigger teeth; spring cartridge lockout the analysis results found that an (B)(4) was received instead of an (B)(4). The device was returned with firing trigger jammed halfway and with no reload present. Upon further inspection, the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as no cartridge was received for analysis. In addition, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The analysis results found that an (B)(4) was received instead of an (B)(4). The device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. In addition, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.